Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a vented paclitaxel set in which a hole was found in the tubing below the filter which caused the solution to leak onto the floor. The patient was receiving antiemetic prior to receiving their taxol treatment. The set was immediately disconnected once the leak was noticed. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual tests were performed and sample's analysis revealed a cut on tube. Functional tests were not performed because the defect was already confirmed visually. The defect could be attributed to a defective raw material or damaged tubing during manufacturing process, or due to a sealing issue at the packaging step; however, a root cause is unknown. To minimize this defect in the future, the personnel involved in the manufacturing/packing of involved product were made aware of the reported defect and were sensitized to ensure strict adherence to product specifications. Also, new sensors were installed onto packaging sealing machines in order to detect any set left protruded from its pouch. Every production shift, the functionality of the sensors is checked. A batch review could not be completed as the lot number was not provided by the customer.